Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high and rising impedance. The lead was reprogrammed but thresholds remained high. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.